Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.

Event description:
It was reported that the surgeon converted the patient from a gastric band to gastric bypass. Upon removal of the band, the strain relief was mobile along the band tubing. There was no reported patient consequence.